Event description:
It was reported while using bd intima-ii closed IV catheter system the catheter separated from the hub. The following information was provided by the initial reporter, translated from chinese to english: when the head nurse was removing the needle from the patient, the connection between the needle seat and the extension tube was completely broken, and the broken extension tube remained in the patient's blood vessel. Impact: the doctor performed surgery to cut open the blood vessel and removed it. *************************************************** *********** received update from sales representative, event description updated as follows: supplementary incident history: the patient was picked up by the 120 ambulance due to vomiting and chills. Physical examination: the patient is irritable and has tremors in his limbs. The nurse used an 18g indwelling needle to perform venipuncture on the patient. The puncture site was the median cubital vein. There was no repeated withdrawal of the needle core during the puncture process. After a successful puncture, the nurse drew blood on the indwelling needle, and then connected it to the infusion set for infusion. As soon as the infusion was connected, blood and fluid were found oozing from the puncture site, and the indwelling needle was immediately removed. When the indwelling needle was pulled out, the indwelling needle catheter was found. The catheter seat was completely disconnected near the catheter seat and remained in the patient's blood vessel. An emergency b-ultrasound was performed to locate the catheter. It was found that the catheter was in the blood vessel. An emergency tube removal operation was performed in the operating room. The catheter has been removed. The patient is now seriously ill and his family members have emotions. The hospital hopes to help find out the cause of the disconnection as soon as possible to further communicate with the family. Thanks! *************************************************** *********** received update from sales representative, event description updated as follows: the patient's mental state is highly stressful and he is afraid of having blood drawn. During the venipuncture in the emergency center, his son held and covered his head to comfort him. The patient was relatively quiet during the indwelling needle puncture, connecting the infusion, and drawing blood. When he found blood and fluid oozing from the puncture port and was about to remove the needle, the patient began to tremble in his limbs, became irritable, and twisted his hand back and forth. After removing the needle, he found that the indwelling needle catheter had been completely disconnected. The entire process from puncture to needle removal takes about twenty minutes. Today the head nurse of the emergency department visited the patient in the ward, and the patient showed fear and nervousness.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 25-sep-2023 investigation summary a device history review was conducted for lot number 2354410. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, two samples were returned to aid in our investigation. Our engineers have reviewed the devices and were able to observe a break in the catheter tubing on one of the units, while the other was not affected. The observed bifurcation occurred approximately 2 mm from the catheter hub. This nonconformance has been confirmed. Closer inspection of the broken section displayed characteristics that are consistent excess tensile force being applied to the device, such as a jagged edge and whitened tubing. Based on these observations our engineers believe the most likely root cause for this event is related to post manufacturing use, which exceeded production use specifications.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii closed IV catheter system the catheter separated from the hub. The following information was provided by the initial reporter, translated from chinese to english: when the head nurse was removing the needle from the patient, the connection between the needle seat and the extension tube was completely broken, and the broken extension tube remained in the patient's blood vessel. Impact: the doctor performed surgery to cut open the blood vessel and removed it. *************************************************** *********** received update from sales representative, event description updated as follows: supplementary incident history: the patient was picked up by the 120 ambulance due to vomiting and chills. Physical examination: the patient is irritable and has tremors in his limbs. The nurse used an 18g indwelling needle to perform venipuncture on the patient. The puncture site was the median cubital vein. There was no repeated withdrawal of the needle core during the puncture process. After a successful puncture, the nurse drew blood on the indwelling needle, and then connected it to the infusion set for infusion. As soon as the infusion was connected, blood and fluid were found oozing from the puncture site, and the indwelling needle was immediately removed. When the indwelling needle was pulled out, the indwelling needle catheter was found. The catheter seat was completely disconnected near the catheter seat and remained in the patient's blood vessel. An emergency b-ultrasound was performed to locate the catheter. It was found that the catheter was in the blood vessel. An emergency tube removal operation was performed in the operating room. The catheter has been removed. The patient is now seriously ill and his family members have emotions. The hospital hopes to help find out the cause of the disconnection as soon as possible to further communicate with the family. Thanks! *************************************************** *********** received update from sales representative, event description updated as follows: the patient's mental state is highly stressful and he is afraid of having blood drawn. During the venipuncture in the emergency center, his son held and covered his head to comfort him. The patient was relatively quiet during the indwelling needle puncture, connecting the infusion, and drawing blood. When he found blood and fluid oozing from the puncture port and was about to remove the needle, the patient began to tremble in his limbs, became irritable, and twisted his hand back and forth. After removing the needle, he found that the indwelling needle catheter had been completely disconnected. The entire process from puncture to needle removal takes about twenty minutes. Today the head nurse of the emergency department visited the patient in the ward, and the patient showed fear and nervousness.